Event description:
Pt received post op placement of l sub arrow catheter, intact at start of dialysis. Blood aspirated from both limbs. During first several minutes of treatment large amt of air noted in arterial line. Arterial limb of catheter found to be broken and separated from stem of catheter. Co rep picked up catheter on or about 9 days later, no response from rep since.